Event description:
Per spontaneous email from (B)(6)/rn cadd legacy pump sn (B)(4) beeps with no error code. This was a pump being used for training and the pt has not started remodulin therapy yet. No more info given.